Event description:
The robi handle got disconnected from the operative tip inside the patient and was holding the fallopian tube. Surgeon able to dislodge the fallopian tube from instrument. The robi consists of three pieces; the handle, the tip, and a cannula. It plugs into a robi cord that gets attached to the triad. This is used to fulgurate fallopian tubes for sterilization. The jaw side of the tip is inserted into the cannula. The other end of the tip is then inserted into the handle. To put them together you must hold the tip by the jaw end, hold the handle, and then snap them together. The robi was used on the first tube without any problems. When used on the second tube, the handle came apart from the tip while the jaws were a hold of the tube. Since the jaw tip end was in the patient it could not be reattached to the handle. The surgeon held the jaw tip end against the uterus to try to put back together. The tissue became released from the jaw tip and the surgeon was able to pull out the tip/cannula. A new robi and cord were obtained to finish the surgery. There was no injury to the patient. After the surgery, the robi involved, the cord, and triad were sent to clinical engineering for sequestering.